Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement and active current measurement. Device received with constant insulin pump error alarms during the rewind test, problem isolated to printed circuit board. The motor had moisture damage. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant insulin pump error alarms. Device had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's nurse reported via phone call indicating that the insulin pump alarm pump error. Customer's blood glucose was unknown mmol/l. The customer received motor power supply voltage error alarm. The customer's nurse was advised to remove battery and hold arrow for 20 second. The customer stated pump did not turn off. The customer was advised to return the pump.